Event description:
The patient reported that post implant of a realize band in (B)(6) 2010. She became pregnant in (B)(6) 2010. The surgeon's nurse informed her that since she had only one fill, everything should be fine. The obgyn doctor informed her if she didn't lose any weight, she should be okay. Her child was delivered by c-section on (B)(6) 2011 and she was discharged on (B)(6) 2011. On (B)(6) 2011, she experienced pain and discomfort and sought treatment at a walk in clinic. Patient was admitted to the hospital the same day. Surgery was performed on (B)(6) 2011. The band had slipped causing the lower stomach to invert upwards towards the pouch. The port was also flipped. The band and port were removed. The patient is fine. In a conversation with the ees medical consultant, he stated, "there is no reported linkage between pregnancy and band slippage and port flip. Because it occurred in this case, it does not have any causal linkage.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.